Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the right atrial (ra) lead was experiencing under-sensing. No intervention has been performed. The patient's status was unknown.

Event description:
New information received notes that the patient's right atrial (ra) lead was experiencing noise and failure to sense the p-wave. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. The patient's condition was stable.